Manufacturer narrative:
Device discarded by customer.

Event description:
The customer reported that blood leaked through the vented tip cap (vtc) while the customer was removing air from the blood sample. The user flicked the sampler, causing blood to get onto the users clothing. No blood came in contact with the user's skin or mucous membranes, and no treatment was required.

Manufacturer narrative:
Due to unexpected it problems with accessing the (B)(4), the initial report was submitted to (B)(4) helpdesk via email on july 8th, 2016. The it problems have been resolved today, and the initial MDR along with this follow-up report has been submitted via the (B)(4) today. On july 8th, 2016 the following information was sent to (B)(4) helpdesk along with the initial MDR zip and pdf: dear (B)(4) helpdesk radiometer is unable to access the (B)(4), and can therefore not submit the two attached reports via the system. Radiometer has previously been able to access the system without problems. Radiometer is working with our internal it to solve the access problem. Please accept the attached reports as attempts to file timely complaints. The reports will be filed in (B)(4) as soon as radiometer has access again. We expect to have access next week. (B)(4).

Manufacturer narrative:
In follow-up report #3 the date in date received by MFR was incorrectly stated as 02/04/2017. The correct date was 02/03/2017.

Manufacturer narrative:
Narrative: the manufacturing process was investigated. It was concluded that the root cause of this malfunction is: no upper limit for flow test 1 creates possibilities for machine acceptance of wrong filter position, and not sufficient maintenance procedure of vtc machines.

Manufacturer narrative:
Radiometer has tested the reference stock and found no nonconforming products. The journal from production was checked, and no discrepancies concerning this complaint were found. It has not been possible to determine the root cause of this event.